Event description:
Registered nurse (rn) came to respiratory therapist (rt) saying that the vent was reading "low oxygen concentration." Rt entered the room to find the vent alarming and reading oxygen 7% on the vent when the vent was set at 50%. Patient never desated and sats remained >91% during event. Rt supervisor called and came to bedside. We got a new vent and were about to place the patient on the new vent when the old vent started reading "restart vent" and went black and we lost waveforms. We placed the patient on the new vent right away so patient's vitals remained stable and no harm occurred. Rt equipment was made aware of event and repair ticket was filled out.